Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). During implantation of a knee endoprosthesis (enduro) there were problems with the connectivity of the axis. It was determined that both np420r instruments were faulty. After several attempts, demolition of implant was completed and changed to the next higher pe with new cone. The enduro tibia plateau holding key / nq839r was still not equipped to elsa seven, had to be changed at horizontal tibia. A high pressure of 27mm at the rotation of the tibia occurred with cracking noises heard. The new axis could be joined with the locknut and subsequent use of the defective np420r. Operation delay greater than 30 min. Nr890m / enduro meniscal component f2 10mm.

Manufacturer narrative:
Manufacturing site evaluation: two np420r and the explanted meniscus components (lot number 52116122) were received for analysis. The threads of both np420r are damaged; one displays more damage than the other. The thread of the axis is also damaged. Thread debris of the axis was found inside the thread of the np420r. The components were analyzed visually and microscopically. It is not possible to determine if the instruments were damaged during use or prior to the surgery; however, information received (that the np420r damaged the axis upon insertion) indicates they were damaged prior to use. The instructions for use states that the instruments should be inspected prior to use and not to use damaged instruments. The manufacturing documents for lot 52116122 were reviewed and there are no indications of material or manufacturing defects. The instruments are required to be inspected prior to use and should not be used if damaged; if the instrument was damaged during use, this is also a user error. Corrective / preventive action(s) are not required.